Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that 10 days post-implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) a revision procedure was performed due to a hematoma. The device was programmed off for the procedure and back on upon completion of the drainage. No adverse patient effects were reported. This system remains in service.